Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis found the device to be non-functional due to a depleted battery. When using an external power source, telemetry and pacing circuits functioned normally but the device was noted to reset (por) during high voltage therapy delivery. Further analysis was done but could not reproduce any of these conditions and the device had nominal current drain levels during all additional testing. The root cause of the preliminary findings could not be determined.